Event description:
On (B) (6) 2010, patient reported a blood glucose of 31.0 mmol/l (558 mg/dl) and stated she is not going lower with infusing additional insulin. Patient stated the elevated readings began on (B) (6) 2010. Patient's normal blood glucose range is 6.0-8.0 mmol/l (108-144 mg/dl). Patient switched to backup infusion device and took a bolus of 10 units of insulin. Troubleshooting did not find any product issues. Advised to monitor her readings and if readings do not improve to contact her physician. On follow up call to patient on (B) (6) 2010, patient reported her blood glucose levels have returned to normal today while using the backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.